Manufacturer narrative:
No indication of device being explanted.

Event description:
The manufacturer was informed that on (B)(6) 2022, pvs27 was implanted in the patient. On (B)(6) 2022, platelet count was decreased to 30,000 for 4 days before it returned to 50,000. It was mentioned that patient required platelet transfusion. As reported, the device is in the good condition. Patient clinical history and risk factors was reported as: ht and dm. There was no hematological disorders present in the patient before or during the hospital stay. The patient was not submitted to a test to exclude hit (heparin induced thrombocytopenia).

Event description:
The manufacturer was informed that on 15 aug 2022, pvs27 was implanted in the patient. On 16 aug 2022, platelet count was decreased to 30,000 for 4 days before it returned to 50,000. It was mentioned that patient required platelet transfusion. As reported, the device is in the good condition. Patient clinical history and risk factors was reported as: ht and dm. There were no hematological disorders present in the patient before or during the hospital stay. The patient was not submitted to a test to exclude hit (heparin induced thrombocytopenia). Based on the further clarification received, platelet was return to 50,000 without receiving platelet transfusion.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6.